Event description:
Hemodialysis catheter was placed (B)(6) 2012 and replaced on (B)(6) 2012 because the cuff was exposed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lhr review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.